Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
This event was a revision surgery due to dislocation approximatively 14 days after primary surgery. Dislocation due to a fall of the patient. The primary surgery used the humeris reversed system. The surgeon explanted the ø40/+3 standard humeral cup and replaced it by the same product. He also explanted the size 10 cementless humeris stem and replaced it by a size 12 cementless humeris stem.